Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat left lower leg pain. After implanting the system in the left leg, the patient also moved forward with implanting a second system for right lower extremity pain. The patient developed an infection at the site of the implantable pulse generator (ipg) on the left leg and on (B)(6) 2025 the full system was removed from the left leg only. The right leg remains implanted and in use.

Manufacturer narrative:
The onset date of infection is unknown. Lab cultures were completed but the results have not been shared with the firm. The patient has a history of multiple sclerosis and has reported "having issues" on the left side of the body. Patient also smokes. It is unclear the source of infection but likely that the patient's health and smoking habits played a role.